Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-21730. It was reported the patient experienced high impedances. Surgical intervention took place wherein the extensions were thought to be the issue and were explanted. High impedances were still observed after the surgery. Patient has effective therapy.